Event description:
This console was not on a pt. While conducting a routine console checkout at (B) (6) medical center, (B) (6), phd, a syncardia clinical support specialist, reported that the right drive pressure knob was difficult to adjust. He loosened that friction nut, which allowed the knob to turn more easily, but the pressure gauge did not stop before 300 mmhg upon increasing the right drive pressure. Dr (B) (6) replaced the brass stop spacer between the friction nut and the knob and adjusted the friction nut slightly to provide the correct amount of tension when turning the knob. The new stop spacer adequately prevented the gauge from passing 300 mmhg when he increased the right drive pressure. Dr (B) (6) then conducted a successful console test validation protocol. This alleged failure mode had no impact on a pt, because the issue was observed during a routine console checkout and was not on a pt. In addiction, the alleged failure mode would not revent the css console from performing its life-sustaining functions. The brass stop spacer that was removed from the console will be returned to syncarida for evaluation.